Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) was observed on the implantable cardioverter defibrillator (ICD) on remote transmission. The ICD was oversensing the capacitor maintenance check. The patient was asymptomatic and was to continue with regular follow ups in clinic.